Manufacturer narrative:
Per tandem user guide: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. Additionally, change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose displayed "high" on the glucometer. Customer plans on addressing the elevated blood glucose by resolving the occlusion and resuming insulin. Customer will change out supplies to address the issue as they have been worn for greater than 3 days, which is off label per the user guide.